Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The impact to the customer's blood glucose level was not known. As the occlusion alarms had occurred in the past, troubleshooting to determine a possible cause of the alarms was unable to be performed.